Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab helium loss alarm is confirmed based on the customer photos provided with the complaint report. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
The patient has had three intra-aortic balloons (iab) placed. Two ultraflex iabs (40 cc and 30 cc) and one 40 cc fiberoptic. The patient is a female patient post mi, CABG and cardiogenic shock. The patient is ventilated, has norepi, epi, vasopressin, and milrone infusing at high doses. The patient is 100% v-paced. It was noted that the patient has a calcified aorta. Balloon #1: the patient had CABG surgery post mi on 6/13. At that time, a 40 cc ultraflex iab was placed transthoracic. The staff began getting possible helium loss alarms. There were no signs of blood in the tubing. The staff even changed out the intra-aortic balloon pump (iabp) for a second iabp and they still had the alarms. The patient began to deteriorate and was taken back to the or for exploration and blood and clot removed. At that time, they decided to remove the iab and a 30 cc ultraflex was attempted to be inserted thereafter. There was no report of patient complications, serious injury or death.

Event description:
The patient has had three intra-aortic balloons (iab) placed. Two ultraflex iabs (40 cc and 30 cc) and one 40 cc fiberoptic. The patient is a female patient post mi, CABG and cardiogenic shock. The patient is ventilated, has norepi, epi, vasopressin, and milrone infusing at high doses. The patient is 100% v-paced. It was noted that the patient has a calcified aorta. Balloon #1: the patient had CABG surgery post mi on 6/13. At that time, a 40 cc ultraflex iab was placed transthoracic. The staff began getting possible helium loss alarms. There were no signs of blood in the tubing. The staff even changed out the intra-aortic balloon pump (iabp) for a second iabp and they still had the alarms. The patient began to deteriorate and was taken back to the or for exploration and blood and clot removed. At that time, they decided to remove the iab and a 30 cc ultraflex was attempted to be inserted thereafter. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4), teleflex received the device for investigation. The reported complaint of iab helium loss alarm is not able to be confirmed. The returned iabc was functionally tested with no leak or abnormalities noted. No alarms were noted during the functional testing. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The patient has had three intra-aortic balloons (iab) placed. Two ultraflex iabs (40 cc and 30 cc) and one 40 cc fiberoptic. The patient is a female patient post mi, CABG and cardiogenic shock. The patient is ventilated, has norepi, epi, vasopressin, and milrone infusing at high doses. The patient is 100% v-paced. It was noted that the patient has a calcified aorta. Balloon #1: the patient had CABG surgery post mi on 6/13. At that time, a 40 cc ultraflex iab was placed transthoracic. The staff began getting possible helium loss alarms. There were no signs of blood in the tubing. The staff even changed out the intra-aortic balloon pump (iabp) for a second iabp and they still had the alarms. The patient began to deteriorate and was taken back to the operating room for exploration and blood and clot removed. At that time, they decided to remove the iab and a 30 cc ultraflex was attempted to be inserted thereafter. There was no report of patient complications, serious injury or death.